Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a post-operation wound and device check. Patient had undergone a right ventricular lead replacement. During the check, it was observed patient had constant diaphragm stimulation. Upon device interrogation, complete loss of sensing was noted on the atrial lead. Chest x-ray was performed and revealed that the atrial lead was dislodged and was now in the superior vena cava. Device was programmed to vvir and diaphragm stimulation subsided. Physician discussed atrial lead revision. Patient was stable.